Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the model lap top ventilator 1200 reset while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.